Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was over pacing their heart too fast. The ipg has been re programmed and remains in use. No patient complications have been reported as a result of this event.